Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# n195554018. Implanted: (B)(6) 2009: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6). UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing baclofen 853 mcg/day 2000 mcg/m via an implantable pump. It was reported that the patient developed increased spasticity, especially in the abdomen, about eight months ago. There were no en vironmental factors contributed to the issue. A dye/rotor study was performed on (B)(6) 2025. The physician was able to aspirate 1.3 ml from the catheter, but it was very slow to aspirate. The physician was only able to push a few ml of contrast, so the procedure was aborted. There were no interventions have been taken at this time, but the patient has been takin oral baclofen to counter the increased spasticity he has been experiencing. A catheter replacement is being planned but no date has been scheduled. The issue was not resolved. The healthcare provider (hcp) has no further information for medtronic.